Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the final investigation. The device was evaluated and the customer's allegation was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that at the beginning of a laparoscopic sleeve procedure, after inserting the optics into the abdomen, the image on the camera head was blurred at distances of less than 30 mm. The camera head also would not autofocus or refocus. Due to the product issues, the procedure was cancelled as there were no replacement devices at the facility. The patient was under general anesthesia at the time; the procedure was rescheduled. It was noted that the procedure did not delay critical treatment and the patient condition was stated to be "ok."

Event description:
It was reported that at the beginning of a laparoscopic sleeve procedure, after inserting the optics into the abdomen, the image on the camera head was blurred at distances of less than 30 mm. The camera head also would not autofocus or refocus. Due to the product issues, the procedure was cancelled as there were no replacement devices at the facility. The patient was under general anesthesia at the time; the procedure was rescheduled. It was noted that the procedure did not delay critical treatment and the patient condition was stated to be "ok."

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.